Event description:
It was reported that an infusion was programmed using interoperability. After the infusion was started, the device displayed system error with a message "operating channels will continue as programmed. Replace programming module with an operation unit as soon as possible. Settings un-restorable. Record before pressing system on (red arrow) to power down. Code: 255-16-275". As a result, the infusion had to be interrupted and the nurse had to reprogram on another device. Additionally, green deposits were noted on the iui connectors of the pump modules. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Manufacturer narrative:
The customer report of green deposits on the iui connectors of the pump modules was not confirmed due to the suspect devices not being returned for investigation, and no customer supplied photos of the iui connectors being received. The root cause of the customer report of green deposits on the iui connectors of the pump modules could not be determined due to the suspect devices not being returned for investigation, and no customer supplied photos of the iui connectors being received.

Event description:
It was reported that an infusion was programmed using interoperability. After the infusion was started, the device displayed system error with a message "operating channels will continue as programmed. Replace programming module with an operation unit as soon as possible. Settings un-restorable. Record before pressing system on (red arrow) to power down. Code: 255-16-275". As a result, the infusion had to be interrupted and the nurse had to reprogram on another device. Additionally, green deposits were noted on the iui connectors of the pump modules. There was patient involvement but no harm.